Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 770g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported failed battery test and the pump was exposed to moisture. Troubleshooting was performed. The new battery was stored at room temperature and within the expiration date, pump did not alarm battery failed alarm. The customer did not receive a battery failed alarm and a loss sensor signal was found. The reported issue was resolved. No harm requiring medical intervention was reported. The customer was advised to discontinue using the pump and will be returned for analysis.

Manufacturer narrative:
S/w version = 5.2b. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged failed batt test, lost sensor alarm and exposed to moisture on (B)(6) 2023. Pump passed displacement test, active current measurement and sleep current measurement. Pump failed self test due to pump error 75 caused by moisture damage on pcba 1. Pump successfully paired and calibrated with the test sensor. No unexpected lost sensor alarm was noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error 25, battery failed alarm, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing. Battery failed alarm was not noted in pump's downloaded history. Pump was cut open to perform visual inspection and moisture damage was found on the pcba 1, pcba 2, force sensor, motor and harness assembly vibrator. Additionally corroded battery tube was noted during inspection. The following were noted during visual inspection: cracked case behind the pump at the battery compartment, pillowing keypad overlay and keypad overlay texture damage. Failed batt test was not confirmed during testing. Pump successfully paired and calibrated with the test sensor. Lost sensor alarm was not confirmed. Pump error 75 confirmed due to moisture damage on the pcba 1. Pump exposed to moisture confirmed on pcba 1, pcba 2, force sensor, motor, battery tube and harness assembly vibrator. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.